Event description:
It was reported that a merlin.net transmission showed an alert for capacitor charge time limit reached. A review of device image confirmed the timeout occurred. It was also noted that the long charge times appeared to be intermittent, as there was a normal capacitor maintenance recorded. A device replacement is planned.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.